Manufacturer narrative:
Analysis of historical records. Orthofix (B)(4) checked the internal records related to the controls made on the device code 99-t79020 lot v1344316 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of 200 nails. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation on the returned nail is currently on going. Medical evaluation: the information made available on the case together with the xrays were sent to our medical evaluator. Please find below an extract of the medical evaluation which will be finalized once the results of the technical analysis are available. This veronail broke exactly 13 weeks after insertion, according to the x-rays. The pt is (B)(6) years old. According to the x-rays, this was a severe right trochanteric femoral fracture with complete separation of the diaphysis at the level of the lesser trochanter. This was fixed with a standard 200 mm veronail with converging cephalic screws and a single statically locked distal screw. The basi-cervical component of the fracture is well reduced, and 13 weeks later is healing. However, the major component of the fracture, which is oblique diaphyseal, is at least 10 mm separated in the first x-ray, and this situation continues 13 weeks later. There is no sign of any callus at all at 13 weeks. Because all screws are stable and statically locked, all of the weightbearing load was transferred to the nail, with the maximum bending load at the distal locking screw. To my mind it was inevitable that this nail would break. Orthofix (B)(4) has requested further information on the event such as pt information (age, sex and weight), date of nail breakage, information on un-retrieved device fragments indicated in the distributor complaint form, and copies of the pre and post-operative x-rays both for initial surgery and for the revision once. Unfortunately, this information has not yet been made available. As soon as further information will be available, orthofix (B)(4) will provide you with a follow up report.

Event description:
The information provided by the local distributor indicates: start form: (B)(6) 2013: fall of its height unstable sub-trochanteric fracture requiring the placement of a titanium nail veronail standard 200 and 2 long screws cervical static distal locking. Uneventful postoperative course and re-load deferred. On (B)(6) 2013: the fracture nail. The device failure caused adverse effects to pt (un-retrieved device fragments). The event leads to a clinically relevant increase of the operation time (removal of the nail, re-operation and insertion of a veronail long nail + bone grafting took 3 hours). An additional surgery was required following device failure. Copies of the operative reports not available. Copies of the xrays images are available. (B)(4).